Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during transurethral laser lithotripsy of the right kidney, the operator opened the package of an ncompass nitinol tipless stone extractor and tested the device prior to use. The device handle would not actuate basket opening/closing. The device was replaced with another device of the same reference number, which was also unable to open or close (reported under patient identifier (B)(6)). The procedure was completed with another device. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncompass nitinol tipless stone extractor. The basket of the device reportedly would not open/close when tested before use during a transurethral ureteral holmium laser lithotripsy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the closed position and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure the polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath was bowed in appearance. The distal end of the support sheath appeared to be bulging for approximately 2mm. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled. The cannulated handle was broken at the junction. The flare was lopsided. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU) provided with the device caution, "enclose the device in the sheath before removing from the tray/holder," and, "do not use excessive force to manipulate this device. Damage to the device may occur." The provided information states the issue was discovered before use. Based on the available information, cook has concluded that the cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information has been received since the last report was submitted.